Manufacturer narrative:
G2: foreign country - germany h3/h6: the tracker was returned for analysis. As reported, both tabs on the returned tracker had been broken off, rendering it unusable as it will no longer secure a mating instrument, as intended. As well, the unit had some galling on the inside of the handle, but still accepted instruments. Otherwise, the tracker returned good geometry and divot errors and normal tracking. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jun-04 (B)(4) (rep, hcp, for): medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the grey tracker was defective. The defect was that both noses of the retaining clips were broken off. There was no patient involvement.